Event description:
It was reported that during a routine follow-up, the device exhibited high atrial lead impedance. The lead was re-connected to the device with good values. There were no patient complications reported.

Manufacturer narrative:
UDI (di): (B)(4).